Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001j184) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to receiving an ER-2 message on her adc meter on (B)(6) 2013 at 9 am and around 5 pm experiencing symptoms of confusion and having a loss of consciousness. It was further reported that paramedics arrived and checked customer's blood glucose level (no reading was reported) after she self-treated with food and a glucose drink. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is being submitted as final. The meter serial number xcf242-1057 was returned and an investigation utilizing the returned meter, retained test strips (49743) and retained control solution (mgk20625) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. It should be noted that meter's memory log did not confirm an ER-2 message at 9 am on (B)(4) 2013. All pertinent information available to abbott diabetes care has been submitted. Note: the meter's manufacture date is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.